Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing left shoulder pain. The implantable pulse generator (ipg) was "too far lateral" and the pocket of the ipg was subsequently revised to a more medial position. No further patient complications have been reported as a result of this event.